Manufacturer narrative:
The device was evaluated by ventec where the reported issue of displaying a "patient circuit disconnected" alarm could not be duplicated during testing; however, ventec did observe device behavior that is indicative of an issue with the internal flow transducer (ift) which could result in exhaled tidal volume (vte) levels being low, peep (positive end expiratory pressure) dropping and patient circuit alarms (original reported issue). Ventec then replaced the ift to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that it's reasonable to conclude that the root cause of the reported issue was the ift. Further component level cause could not be determined. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported to ventec that the device was displaying a "patient circuit disconnected" alarm. There was no patient involvement associated with the reported event.